Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field indicated the loss of capture was due to the dislodgement.

Event description:
During a follow up, a loss of capture on the left ventricular (lv) lead was noted. The lv lead had become dislodged. The lead was explanted and replaced, and the patient was stable with no adverse consequences.